Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 625cc saline prosthesis experienced right sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on september 2, 2020. An explant is planned for on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 24, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within an area of shell abrasion on the posterior view, measuring less than 0.1 cm. The shell abrasion area was found within the crease/fold. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 21, 2020. In addition to the deflation reported initially, the patient also experienced bilateral ptosis. This report relates to the right prosthesis. See 1645337-2020-12960 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on october 1, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).